Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 7f sheath after an interventional stent placement procedure of the iliac artery. Reportedly, during deployment of the locator wings the vessel locator button was depressed; however, immediately the plunger "popped up" and did not engage. The starclose se device was removed and hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to deploy the vessel locator wings was not confirmed. The analysis found that after re-assembling the sheath was fully engaged with the device, the plunger was securely engaged and the vessel locator wings remained fully deployed throughout thumb advancer stroke. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances/exceptions that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.